Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using a bd autoshield¿ duo safety pen needle during application of insulin there was extravasation of insulin in ostium. The report is as follows, "during the application of insulin, with the correct technique, after 10 sec. Presented extravasation of insulin in ostium."

Event description:
It was reported that when using a bd autoshield¿ duo safety pen needle during application of insulin there was extravasation of insulin in ostium. The report is as follows, "during the application of insulin, with the correct technique, after 10 sec. Presented extravasation of insulin in ostium."

Manufacturer narrative:
Investigation: customer returned (1) open 5mm, 30g bd autoshield duo samples from lot # 8081867. Customer states that during the application of insulin, with the correct technique, after 10 sec. Presented extravasation of insulin in ostium. The returned pen needle was returned not activated. The sample was tested and was able to expel properly and activate properly without any observed defects. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Bd was not able to duplicate or confirm the customer¿s indicated failure. Root cause cannot be determined at this time as the issue is unconfirmed.